Event description:
It was reported that the customer experienced intermittant elevated blood glucose (bg) displayed as "high" on cgm; the customer suspected the cause could be attributed to be that the insulin may be bad. Elevated bg was addressed via manual injection and supply change. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.